Event description:
It was reported before using thirty (30) bd bactec¿ mgit¿ 960 supplement kits, bottles with contamination resembling fungus were found. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - mgit 960 supplement kit batch 4214676 is composed of mgit panta batch 4214656 and mgit 960 growth supplement batch 4214670. The batch history record review for mgit 960 supplement kit batch 4214676 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch 4214676 mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 4214676 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Performance of each kit component was satisfactory per procedures. Retention samples were not available for kit batch 4214676. There was one (1) photo received to assist with the investigation. The photo shows a few solids in the rehydrated panta vial which could be contamination. However, there is no batch verification in the photo submitted. There were no returns available to assist with this complaint. This complaint cannot be confirmed. There is no batch information present in the photo submitted, and no other product labels were visible for batch verification. Without batch verification, the photo cannot confirm the complaint. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using thirty (30) bd bactec¿ mgit¿ 960 supplement kits, bottles with contamination resembling fungus were found. There were no health impact or consequences reported.